Manufacturer narrative:
Device evaluation by MFR: the returned product consisted of the opticross device. The telescope, the sheath, and the imaging window were observed kinked and cut. It's important to mention that the whole hub section along with the imaging core and the distal housing, the male telescope and cut parts of the catheter were not returned for analysis. The telescope, the sheath, and the imaging window were observed cut. The guidewire exit port was deformed, but the tip was in good condition.

Event description:
It was reported that a separation occurred. During a procedure, an opticross hd was used as a part of treatment for the right coronary artery (rca). While using the opticross hd, it was noted that the catheter became detached from the shaft. Devices were removed from the patient, and a new similar device was then used to successfully complete the procedure. No patient complications resulted due to this event.

Event description:
It was reported that a separation occurred. During a procedure, an opticross hd was used as a part of treatment for the right coronary artery (rca). While using the opticross hd, it was noted that the catheter became detached from the shaft. Devices were removed from the patient, and a new similar device was then used to successfully complete the procedure. No patient complications resulted due to this event.